Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. No customer letter required. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Device not returned.

Event description:
It was reported that the device (ring) was explanted and another ring was implanted as a replacement. Implant duration was 168 months. No further details were provided. Information was learned through (B) (4) implant patient registry. The device will not be returned as it was discarded at the hospital.